Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint. The pump history shows a 0.00u basal program from (B)(6) 2015 09:35 to (B)(6) 2015 21:53. And a 0.00u basal program from (B)(6) 2015 21:56 to (B)(6) 2015 09:56..#2. A replace cartridge alarm was recorded on (B)(6) 2015 05:41 deliveries resumed at (B)(6) 2015 22:05. A replace cartridge alarm on (B)(6) 2015 19:33; deliveries resumed at 23:41. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 600 mg/dl and nausea and excess urination. During troubleshooting, customer support found the time and date were correct and the basal and bolus histories were as expected. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.